Manufacturer narrative:
Device not available for return.

Event description:
Customer states that he experienced leaking from his headset site. States that adhesive was completely saturated with insulin. Customer states he does suspect a defect with the headsets from that box caused the leak. No adverse event reported. Infusion sets have since been discarded. Replacement sent.